Event description:
12 fr silicone urinary catheter that was inserted for procedure was difficult to remove after procedure. Balloon was deflated all the way but the catheter still could not be removed. Md was called and he successfully removed the catheter.